Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display due to moisture. Customer stated that there was condensation under the screen due to water entry from the small crack bottom right corner of the screen. The patient¿s blood glucose level was unknown at the time of the incident. Customer ran a self test and screen still looked faint. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with cracked case near display window corners noted. No moisture damage on electronics and motor assembly noted.